Event description:
The patient contacted lifescan in 2005 alleging that her one touch ultra ii meter had missing segments. The patient last tested with the reported meter two days earlier at 10:00 am; however, she was unable to speciify the result since it "was not visible." One hour later, the patient tested on a one touch ultra meter and obtaiend a 130 mg/dl. It is unknown if the meter belonged to the patient. No actions were taken following the use of the reported meter. The patient was not experiencing any symptoms at the time of concern. She reported receiving insulin treatment at a hospital; however, it is unknown when the hospitalization occurred in relation to attempting to test on the reported device. The missing segment issue was unresolved. There is no evidence to suggest that the product caused or contributed to injury. The meter, test strips, and control solution were replaced.